Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'would have unit fails volume at 21. 03 and 21. 19' was not reproduced. The device passed flow rate testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed flow accuracy during testing in the biomed service department. There was no patient involvement. No additional information is available.